Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author reported that there were no medtronic products used in the patients included in this article.

Manufacturer narrative:
Age/date of birth. Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Sex. Please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Date of event. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levine, a.b., parrent, a.g., macdougall, k.w. Stimulation of the spinal cord and dorsal nerve roots for chronic groin, pelvic, and abdominal pain. Pain physician. 2016. 19(6):405-412. Summary: in this study we report our results treating patients with chronic neuropathic groin, pelvic, and abdominal pain, using spinal cord stimulation and dorsal nerve root stimulation. Reported events without patient identifiers: three (3) patients with either spinal cord stimulation (scs) or dorsal nerve root stimulation (dnrs) for management of chronic groin, pelvic, or abdominal pain experienced superficial skin infections during the trial. Nine (9) patients with either spinal cord stimulation (scs) or dorsal nerve root stimulation (dnrs) for management of chronic groin, pelvic, or abdominal pain required a revision surgery due to lead migration following permanent implant. One (1) patient with either spinal cord stimulation (scs) or dorsal nerve root stimulation (dnrs) for management of chronic groin, pelvic, or abdominal pain required a revision surgery due to lead fracture following permanent implant. Three (3) patients with either spinal cord stimulation (scs) or dorsal nerve root stimulation (dnrs) for management of chronic groin, pelvic, or abdominal pain required a revision surgery for improvement of paresthesias following permanent implant. Five (5) patients with either spinal cord stimulation (scs) or dorsal nerve root stimulation (dnrs) for management of chronic groin, pelvic, or abdominal pain experienced lead migration during the trial. There was no specific device information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.